Event description:
On (B)(6) 2007, initial creatinine result 240.5 umol/l. Same sample repeated 4 days later gave result of 97.5 umol/l. A new sample was taken (B)(6) 2007 and gave result of 86 umol/l. The initial sample was also retested on (B)(6) 2007 using different instrument, using 2 different methods and gave results of 94.7 umol/l and 112 umol/l. If additional information is received, appropriate notification will be provided.